Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during power up. The ok and stop keys were on, however the screen remained blank. They rebooted the cycler and again the ok and stop keys were on, but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that the patient performed treatment on continual ambulatory peritoneal dialysis (capd)/ manuals as an alternate treatment option. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment on the cycler the day of the reported event, but did completed with capd/ manuals. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were visual indications of particulates around the catch post area within the cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2243 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. There were visual indications of dried fluid found in between the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. There was visual evidence of a clog in hp1 and hp3 filters. The cause of the observed dried fluid could not be determined. A mushroom heads check was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on t1 of the inverter board.